Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during dissection to liberate pulmonary artery for ligation, the maryland bipolar exhibited exposed broken silver cables. It was substituted with a backup maryland bipolar. It had 3 remaining uses. The procedure was completed with no reported injury.